Event description:
It was reported that the patient's right ventricular (rv) exhibited oversensing resulting in inappropriate shock. Rv lead dislodgement was suspected. The rv lead was explanted and replaced. The patient was discharged following the procedure.

Event description:
Additional information received notes that the right ventricular (rv) lead was oversensing far p waves. Rv lead dislodgement was confirmed via x-ray.